Manufacturer narrative:
It is unknown if the device involved will be returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that an a1059 mayfield modified skull clamp had a loose lock on an unspecified date. It was unknown if the device was in contact with the patient of if there was any patient injury or surgery delay. Additional information has been requested.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The unit received with the swivel lock very loose with the swivel base having both lateral and rotational movement while in the locked position. Normal wear and tear can result in a loose lock. All other components are in working order. The device history record was reviewed with no issues found. The reported complaint was confirmed. The root cause analysis determined worn parts and unit is out of adjustment.

Event description:
N/a.